Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that the cgm had erratic values that would stop and start. During the erratic readings, the patient experienced a hypoglycemic seizure, fell, and injured his ankle. The patient was found by his spouse who provided the patient with juice and he recovered. The patient was evaluated by a healthcare personnel (hcp) who diagnosed the patient with a bruised achilles tendon. The cgm/bg values at the time of the event were not provided. No product was provided for evaluation. The allegation and a probable cause could not be determined. No additional patient or event information is available.